Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2019-nov-07. It was reported that the model and serial number of the programmer were unknown. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a clinician programmer, unknown model. It was reported that upon interrogation it was noted that the programmer read that the patient had an 8708 catheter implanted, but it was confirmed that this patient had an 8780 implanted. The 8708 catheter had a very different volume than the 8780 catheter. The caller was planning on updating the programming to show that the patient had an 8780 catheter. No patient symptoms were reported. No further complications were reported.